Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-2324bcc biocomposite swivelock anchor broke in half during insertion. This was discovered during a procedure on (B)(6) 2023. Case was completed by tapping and drilling again before inserting a new anchor.

Event description:
Additional information received on 2/10/2023: this was discovered during an ankle arthroscopy procedure and completed using a new ar-2324bcc biocomposite swivelock. All broken fragments were retrieved from inside the patient.

Manufacturer narrative:
Additional info: b5. The complaint is confirmed based on the customer provided photo, which displays the two halves of the anchor. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified